Event description:
The client alleges that cardiovascular surgery drape incise had strong adhesive that result in minor laceration of the skin requiring post operative care.

Manufacturer narrative:
Customed, inc received finished good cardiovascular drape with incise from (B)(6), catalog number 1002052 for cardiovascular surgery. Product item (B)(4), lot number bl-09e1017 was included in open heart pack customed catalog number 900-1196c manufactured on august 2009 and released on september 2009. The item is designed to be used for cardiovascular surgery and it is used only for two (2) customed products catalog (900-1196c and 900-170). Both catalogs are open heart surgery. The end user claimed that product item incise adhesive was strong. Customed inventory was zero at the time that complaint was notified. There was no inventory available of product item implicated lot or any finished product with implicated lot. Therefore, no inspection could be done to specific lot implicated. Visual inspection was performed to cardiovascular drape incise available inventory at customed against product design and specifications and no atypical event was found. The product verified complied with required specifications. This info has been forwarded to the OEM, promedical for further evaluation and follow up.